Event description:
It was reported to philips that the device's operation check failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device's operation check failed. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.